Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump passed self test and active current measurement. No unexpected charge/battery lasts less than expected during testing. [In further full review in the pump history found normal low battery alarms on (B)(6) 2024 08:15:00.000, on (B)(6) 2024 23:19:00.000, and on (B)(6) 2024 13:15:01.000. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture or physical damage. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The test p-cap locks properly in place in the reservoir compartment noted. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, cracked case-corner of belt clip rails, and scratched case. In summary, charge/battery lasts less than expected and unexpected battery power loss not confirmed. No current code/category confirmed due to pump received with a high sleep current measurement, problem isolated to the pcba 1. Customer concern with cosmetic damage at battery compartment confirmed per visual inspection. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reports low battery alarm or short battery life. The customer reported hyperglycemia which did not require treatment. Troubleshooting was performed for the replace battery now alarm but later it was declined. The event involved product(s) mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported receiving a replace battery alert/replace battery now alarm. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.